Event description:
It was reported that a patient underwent a gynecological procedure to treat incontinence on (B)(6) 2012 and a sling was implanted. During the procedure, the surgeon forgot to remove the sling sheet before he cut off the surplus material after the adjustment. The surgeon enlarged his original incisions and was able to remove the entire sling but not the entire sheath. A second surgery was performed in (B)(6) 2012 where the original sheath was removed and another like device was implanted. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use states, ¿remove the implant sheaths by gently pulling up on the clamps, away from the abdomen one at a time.&quot;